Manufacturer narrative:
(B)(4). Eval, results: (deployment difficulties, cva), other (cause of event is unk), (use of device for pre-op dissection). Conclusion: other (cause of event is unk), (use of device for pre-op dissection).

Event description:
A talent captivia thoracic stent graft system was implanted in a pt for the endovascular treatment of a dissection from the lsa to the celiac artery. Vessel morphology was reported as the thoracic aorta was not tortuous nor calcified; no iliac tortuosity; no iliac calcification. It was reported that there were deployment difficulties when the top bare springs would not deploy. The physician intervened by dismantling the delivery system and got the bare springs to release. The stent graft was implanted. The pt had a mild cva on the night of the index procedure. No add'l clinical sequelae were reported, and the pt is fine.